Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that in performing a procedure for a retrograde femoral nail, surgeon used the starting reamer. The reamer eroded one side of the soft tissue protector, which caused metal shavings inside patient's bone. Surgeon spend approximately 30-45 minutes extracting/ scraping out the shavings, followed by a round of irrigation. Though a "decent amount" of shavings were retrieved, some shavings remained inside the patient (verified by use of c-arm). Surgeon did not report any hazard to the patient as a result, and the case was otherwise successfully completed.

Event description:
It was reported that in performing a procedure for a retrograde femoral nail, surgeon used the starting reamer. The reamer eroded one side of the soft tissue protector, which caused metal shavings inside patient's bone. Surgeon spend approximately 30-45 minutes extracting/ scraping out the shavings, followed by a round of irrigation. Though a "decent amount" of shavings were retrieved, some shavings remained inside the patient (verified by use of c-arm). Surgeon did not report any hazard to the patient as a result, and the case was otherwise successfully completed.

Manufacturer narrative:
The reported event that tissue protection sleeve & drill guide t2 femur was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed (only according the pictures though). Unfortunately the device had not been returned and no further detailed information could be obtained despite multiple attempts. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate reaming. The device inspection revealed the following (on the pictures only): nevertheless looking at the sent pictures, it is clearly visible that the reamer has cut through the housing of the tissue protection sleeve & drill guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not decontaminated.